Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the top case was chipped and cracked. The bottom was damaged. The left and right plunger cases were damaged. The pump event history showed a was a travel coarse error in history. The evaluation verified the reported issue during flow test. The piece off the bottom case broke off and was wedged into the position pot below the tab on the rail which cause of the reported issue. The root cause was due to use error. The technician replaced the damaged position pot and bottom case. Performed function and delivery tests which passed.

Event description:
It was reported that a travel coarse error was observed. No patient injury was reported.